Manufacturer narrative:
Concomitant medical products: product ID: 435135, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
The consumer reported a sudden loss in therapy which was believed to be due to going through the theft detector at work; the problems started right after going through the theft detector in (B)(6) 2015. The patient was fine if she did not eat, otherwise she would vomit after eating. Cause, actions, and outcome remain unknown. The indication for use included gastric stimulation.